Event description:
The physician had a kinking issue with a reperfusion catheter 041 during a case. No additional information has been made available.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter has visual damage. The shaft is kinked approximately (16.5cm) distal of the hub. Conclusion: the damage noted in the complaint is confirmed. Even though there are kinks along the shaft of the catheter, the product was returned inside of its original shipping hoop. Therefore it is possible the catheter was kinked in the shipping tube. However, devices are carefully loaded into the packaging and inspected for damage therefore; it is unlikely the product was damaged before it was removed from the packaging. The catheter may have also been damaged during removal from the packaging if pulled at an angle from the shipping hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.